Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn and torn around the up arrow keypad button. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's father reports that the keypad is soft and worn and the buttons have to be pressed hard to get them to work. He says the issue started about two months prior to calling animas and that the issue is getting worse. The reporter says there is no visible damage to the keypad. There is no reported patient impact associated with this complaint.